Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not returned yet for inspection.

Event description:
Revision surgery was performed because the glenoid side was instable and the baseplate was still not tightly fixed to the glenoid, and the reason is that the patient had a lot of bone loss on the glenoid side. Primary and revision date are unknown at the moment. The patient had a long history of shoulder surgeries, starting with anatomical and reverse prostheses with competitor's products.